Event description:
I started a bolus on my patient. The IV pump alarmed occluded (high pressure), I checked the line to make sure it wasn't kinked and increased the pressure limit. A few minutes later after the doctors finished ultrasounding my patient, we noticed fluid on the floor. The IV tubing with my bolus (1 liter lactated ringers) had a crack in it and it was infusing into the bed and floor. New IV bolus and tubing was primed and initiated thru different lumen of the triple lumen catheter (tlc). The brown lumen of the tlc had blood backed up in it, was difficult to flush at first, but it was able to be declotted with alteplase per doctor order. The lines were okay and not leaking at 23:00 when patient was turned; lines also appeared to be not leaking when they were checked around midnight.